Event description:
It was reported that the system 9800 intermittently displayed kv and ma errors and occasionally filament regulator errors. System had to be re-initialized to clear errors and be operational. There was no adverse patient involvement reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The high voltage tank was replaced. The system was tested and found to be working as intended and placed back into service.